Manufacturer narrative:
The actual device was not available; however, photographs were received for evaluation. A visual inspection of the photographs were performed and a broken occlude feet to the main body (located beneath the white twist sleeve) were identified. The reported condition was verified. The cause of the condition could not be determined; however, there was evidence of cleaning agents or foreign solvents around the threads of the main body that could have contributed to the broken occluder feet. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the minicap transfer set was broken. This issue was identified during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.